Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer provided a 3-lumen catheter with two 3-way valves attached to the proximal and distal extension lines. The catheter appeared used but typical. Functional testing was performed by removing the valves and connecting each line to a leak tester. No leaks were observed in any of the lumens as pressure was increased to 45 psi and held for 30 seconds. Microscopic examination of the valves did not reveal any damage or defects. A review of manufacturing records was performed with no relevant findings. No problem was found on the device. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the catheter was inserted in the operating room. When the patient was moved to the picu, the md found medical solution leaked from the catheter. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.